Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse noticed that master tool manipulator (mtm) would fall translating to instruments inserting more (falling/dropping). Electrical / mechanical adjustment through a counterbalance calibration made to correct reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer stated the instrument arms were drifting inward on their own during usage. The customer received phone assistance from the technical service engineer (tse). Technical service engineer (tse) reviewed system logs and observed system messages indicating that the master tool manipulators (mtm) were not being touched while the system was still in following mode. Tse confirmed with the customer that the surgeon¿s head remained in the high resolution stereo viewer (hrsv) when the surgeon removed hands from the mtm, and the surgeon reported this behavior had not occurred previously. The procedure was completing as planned with no reported injury.